Event description:
It was reported that, following a colectomy procedure, part of the mesentery was sucked into the drain which caused a perforation. The patient underwent surgical repair and was placed on antibiotics.